Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant the patient with cardiac resynchronization therapy defibrillator (crt-d) failed defibrillation threshold (dft) testing with both a single coil and then a dual coil right ventricular (rv) transvenous lead (both leads were competitor's leads). Subsequently, a few days later, a competitor's subcutaneous array lead was added and dft testing was the successful at 31 j. At the post-operative evaluation the next day, the shock lead impedance measured < 20 ohms in the triad configuration for several readings and then returned to 45 ohms, which was the measurement obtained the day prior. In the coil to coil configuration the was in the low 50s; the surgeon was satisfied as the coil to coil measurement was consistent. Boston scientific technical services (ts) discussed that likely the readings were due to how the device measures the shock lead impedances. The system remains in service and no adverse patient effects were reported.